Manufacturer narrative:
Sc-9218-15, sn: (B)(6). Investigation results: the spinal cord stimulator (scs) adapter was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Sc-1232, sn: (B)(6). Investigation results: the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. There was no complaint against the functionality of the device. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulation (scs) adapter had high impedance. The patient underwent an explant procedure wherein adapters and implantable pulse generator (ipg) were explanted. The patient was doing well postoperatively. The explanted device was kept by the facility.

Event description:
It was reported that the patients spinal cord stimulation (scs) adapter had high impedance. The patient underwent an explant procedure wherein adapters and implantable pulse generator (ipg) were explanted. The patient was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters: upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 17717310/17717310, UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 514336, UDI: (B)(4).